Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (inadvertently delivered the stent graft lower than intended).

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck angulated was 45 - 50 degrees, its diameter was 22 mm proximally and 23 mm distally and it was 2.5 cm in length. It was reported that when the bifurcated stent graft was deployed it slipped down approx 1 cm (MFR 2953200-2011-00225). The physician elected to implant a proximal aneurx aortic cuff; however, the cuff was placed a little too high and the proximal scallops slightly encroached on one of the renal arteries (MFR 2953200-2011-00226). Even though angiographically the renal artery was patent and there was flow the physician elected to place a renal stent within the renal in order to ensure long term results. No additional clinical sequelae were reported, and the pt is fine.